Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:30 am after the end user received higher than normal blood glucose results from his prodigy diabetes meter. The end user was not able to speak, stand up or see and his blood glucose reading at the time of the medical event was 166 mg/dl. Additional blood glucose tests were performed with results ranging from 128 mg/dl - 291 mg/dl. The paramedics were called and performed a blood glucose test with their meter with a result of 35 mg/dl. He was given two liquid sugar packets along with juice and transported to the ER. Upon arrival to the ER the end user was given food and closely monitored. A chest x-ray was performed and after a few hours at the ER he was discharged and instructed to continue monitoring his blood glucose and follow-up with his pcp. No additional details were provided in regards to this medical event.